Event description:
When the physician put the second coil, matrix soft-helical coil in the aneurysm, the decision was made to change it, so the unit was pulled out and found that the coil had unwrapped. No resistance was felt during the process and the physician used a prowler-14 microcatheter. The pt was not injured or had any complications during the procedure.